Event description:
It was reported that the user dropped the ilet pump into a pool, after which the device no longer powered on, and the user switched to backup therapy. Symptoms included no adverse clinical effects reported. Outcomes included no change in clinical status and no medical intervention required. Investigation included a review of user report and device history review. Investigation of this case revealed device damage due to liquid ingress consistent with accidental exposure to water. It was concluded that the event was attributable to user handling leading to environmental damage, with no device malfunction related to manufacturing or design identified.